Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 600 cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient had a phone consultation with a healthcare professional. The diagnosis was confirmed by a healthcare professional, based on the result of MRI performed on (B)(6) 2020. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 10-sep-2020, mentor received additional information regarding the patient's symptoms and the revision surgery. The patient experienced bilateral ptosis which was confirmed on (B)(6) 2020. Mammogram performed on (B)(6) 2020 indicated bilateral breast cysts. The patient underwent bilateral removal and replacement with two 475cc mentor gel breast implants (catalog #: 3504751bc, left serial #: (B)(6), right serial #: (B)(6)) on (B)(6) 2020. The relevant fields have been updated. On 25-sep-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis, rupture, breast cyst. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-nov-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, it was found to be ruptured. Microscopic examination on the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).